Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. However, a review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure the blade guide sleeve with buttress compression nut would not lock into the aiming arm. The construct was held manually and the surgeon was able to complete the procedure with no adverse effect to the patient. This is report 3 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection of the returned product revealed that the part showed signs of field use. The part was assembled with the other returned components and functioned as intended. Risk assessment - no adverse consequences were reported and the design risk assessment adequately addressed the complaint event. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the complaint is considered to be invalid as the evaluation of the part indicated that it is acceptable for the intended use and functioned as intended. (B)(4).